Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/24/2010 and 5/17/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "hyperopic surprise with no correction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, a pt with a hyperopic surprise with no correction following intraocular lens (iol) implant surgery. He reported there is no ocular pathology or prior refractive surgery. The surgeon reported that he does not know the reason for the surprise. Add'l info has been requested.